Event description:
Pt had gold marker radiation implants on (B)(6) 2017 for prostate cancer. On (B)(6) 2017, he developed itchy rashes that have not resolved till date. He also developed chest pain and a heart attack. He has been to the hospital 5 times and doctors keep telling him they do not know the cause of the rashes. That no pt with the gold marker implants has ever had rashes from it. He plans to see an allergy specialist.